Event description:
It was reported that during a balloon kyphoplasty procedure to treat an osteoporotic vertebral compression fracture, one of the balloons was difficult to advance to the anterior portion of the vertebral body and, upon inflation, the balloon ruptured. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.